Manufacturer narrative:
No motor error or excessive no delivery alarms were noted during testing. The pump was received with normal operating currents, and passed the functional testing. The motor was tested outside of the device and it passed. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and motor error. The customer's blood glucose reading was over 400 mg/dl at the time of incident. Troubleshooting found that the drive support cap was normal and there were 6 motor error alarms in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.